Event description:
It was reported that there was leakage at the catheter and hub junction while using bd neoflon¿ pro IV catheter. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter: neoflon pro 26g is leaking from cannula hub. Incident happen after insertion with 2 catheters.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the catheter and hub junction while using bd neoflon¿ pro IV catheter. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter: neoflon pro 26g is leaking from cannula hub. Incident happen after insertion with 2 catheters.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: one photo, one video, and two contaminated samples were received by our quality team for evaluation. The returned photo shows a 26g sample with leakage observed at the cannula hub tip while the liquid was injected. The returned video also shown the sample with leakage while the liquid was injected. The samples were subjected to visual inspection and adapter leak testing. The samples passed the visual inspection and failed the adapter leak test. Catheter damaged was observed on both samples. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process has been reviewed. The assembly process includes feeding of catheter tubing spool, 100% online outer diameter inspection of tubing, annealing of catheter before cutting to require tube length, and then flaring of cut tube onto the metal wedge. Based on the returned sample, the probable root cause for leakage was due to damage on the catheter tubing. The damage could be due to stuck tubing not being removed at the station 2 gripper when there was a machine alarm. When the associates reset the machine alarm to resume production, the cut tube from the next cycle was pinched and hence, when the cut tube was flared into the metal wedge, the cut tube inner diameter was stretched and became damaged.